Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The console had also generated an unable to calibrate optical sensor alarm. It was noted that the patient had very low/ no pulsatiity. The getinge representative recommended that when pulsatility increases to invoke a calibration, transduce the central lumen, and place the console in semi-auto operation with ECG trigger to alleviate alarm and obtain readings. The customer also stated this has happened several times in recent months. Patient care was not affected and they had obtained pressure readings from an alternate source. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).